Manufacturer narrative:
The evaluation noted that revision reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "broken / non-functional" is associated with a partial or full-thickness crack in the device materials.

Event description:
As reported, during impaction, black plastic of head impactor broke into pieces while impacting final head implant. Surgeon had to open another tray for impactor. Patient was last known to be in stable condition following the event. Nurse threw away broken plastic head impactor tip. Still have handle. The device will not be returned.